Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, the physician placed a taxus liberte 3.0x16mm drug eluting stent to the 60-70% stenosed lesion located in the severely tortuous, noncalcified, mid left anterior descending (lad) artery. The patient was prescribed plavix and reopro post procedure. Patient status was satisfactory post procedure. The patient presented back to the catheterization lab 8 days later with chest pain. Angiography confirmed that there was a thrombosis inside the stent. The physician dilated to remove the thrombosis and then subsequently placed three more taxus liberte stents to the area, 3.0x8mm, 2.5x8mm and 2.5x12mm. Patient status was sub-optimal post procedure as patient was still experiencing angina. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing record for this particular batch # 8377737 shows that the device met its material, assembly and product specifications at the time of its release to distribution. Should further relevant information become available, a supplemental medwatch report will be filed.